Event description:
Reportedly, the surgeon felt there was an issue with the clip formation that caused the pt to leak bile. Three days later the pt was brought back to the operating room for a diagnostic laparoscopic procedure. The surgeon irrigated the site and a drain was placed due to leaking bile around clips.